Event description:
Pt called to report he is experiencing pain and reported to have nerve damage from getting pinpoint foot laser procedure. The reported, after the procedure, which was (B)(6) ago, he has had terrible pain and burning sensations in both feet and all ten toes. He reported he has seen a neurologist who told him he has nerve damage and prescribed him pain killers. Pt claims his toes are not healing and he is in a lot of pain and very upset.